Event description:
It was reported that on two different occasions, the cartridge did not load or fit onto the mobi device when prompted to replace it. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by successfully replacing the cartridge and resuming insulin, and no further assistance was required.